Event description:
It was initially reported that the patient had high impedance following a generator replacement surgery. The patient had their lead replaced.good faith attempts for product return are in process.good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that indicated that the lead was discarded and will not be returned to the manufacturer for evaluation.